Event description:
It was reported that the 9800 system had a collimator iris potentiometer error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray temp sensor was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.